Event description:
The reporter stated that 'awhile' ago, perhaps a month, she received an ER 1 message. She retested and got er1 again. She stated that she had a headache, was nauseated and sweating. She walked to her dr's office, a block away. She does not remember the numbers on her meter, the dr's meter or results of a lab test. She did not wish to do a control test while on the phone, or answer any further questions, and hung up.